Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. The device was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.